Event description:
Information was received from a healthcare provider regarding a patient implanted for non-malignant pain and complex regional pain syndrome. It was reported that the patient was having ongoing spinal headaches, on day 3 of post implant. The patient had a spinal cord implant on (B)(6) 2017. It was noted that the patient had not used their stimulation yet. The patient¿s managing physician was going to do a blood patch on the day of the report to relieve the patient¿s symptoms. No further complication were reported.

Manufacturer narrative:
H2: coding moved from ins to lead. Product ID: 977c165; lot#serial#: (B)(6); implanted: on (B)(6) 2017; explanted: on (B)(6) 2021; product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative on (B)(6) 2017 reporting that the patient had been seen by their co-workers and the spinal headache was resolved. The patient did not have their programmer or charger with them so the patient was not programmed or turned on at the appointment. The patient was going to be seeing their hcp on (B)(6) 2017. Patient weight was unknown. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care professional (hcp) via a manufacturer representative on 2017-06-15 reporting that the hcp who did the blood patch had not heard from the patient as the patient was at a work engagement. A follow-up appointment was scheduled for (B)(6)2017. The system had not been turned on yet. This hcp wanted "things to settle down first." No further complications were reported.